Manufacturer narrative:
Device was used for treatment not diagnosis. Date of event: this article was printed in 2005. (B)(4). Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Journal abstract received: complications of internal fixation by a short proximal nail authors: pavelka t., matejka j., cervenkova h. Source: acta chirurgiae orthopaedicae et traumatologiae cechoslovaca. 2005; 72 (6) :344-354. This abstract presents the complication of the treatment of unstable fractures of the proximal femur with the treatment of proximal femoral nail implant (pfn synthes) in a total of 239 patients (89 men and 150 women) with a mean age of 71 years. Minimum follow up was 12 months. It was noted that there were 29 intraoperative complications which included unspecified technical complications on 19 patients. Sixteen patients experienced early postoperative complications and 3 patients experienced late postoperative complications. A total of 16 cases were subjected to reoperation. It was noted that the main cause of complications were technical mistakes or the improper observance of surgical technique resulting in malunion, incorrect placement of screws, incorrect choice of screw lengths and delay in resolving the defect during the course of the treatment. This is 1 of 5 reports for unknown pfn distal screw for (B)(4).